Manufacturer narrative:
The device was returned to the service center for evaluation. The user¿s complaint of "communication error e224" was confirmed" due shortage in the cable. A visual inspection was performed on the returned device and a dent was noted on the video connector. The rear cover labels were found faded. The legal manufacturer performed a DHR review and it was confirmed that there were no abnormality during manufacturing. It is determined that e224 was notified due to a communication error due to the impact and the failure of the inside of the video connector.

Event description:
The service center was informed that during preparation for use an ¿error e224 communication¿ and there was no image displayed on the camera head. There was no patient involvement reported.